Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. H6 - component code - proposed code is mechanical (g04) - femur medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately one (1) year post-operatively to address pain, instability, swelling, quadriceps contraction and posterior cruciate ligament (pcl) deficiency with impingement. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patient was diagnosed with global instability with pcl deficiency and severe arthrofibrosis with impingement and hypertrophic scar. The patient had persistent pain, instability and swelling since initial surgery with quadriceps contraction and unable to perform straight leg raise without lag. There was a deficiency of the posterior cruciate ligament with flexion instability. Inspection revealed the implants were well-positioned and well-fixed with no signs of poly wear or loosening. There was significant scarring within the joint space, suprapatellar space, gutters, as well as encapsulation of almost the entire polyethylene of the patella. All components were removed and replaced except the patella without complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
Cmp (B)(4). D10 - concomitant devices - persona medial congruent articular surface right 11mm catalog #: 42522100811 lot #: 65552664, persona cemented stemmed tibial component right size f catalog #: 42532007502 lot #: 65440949, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 65737320. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.